Event description:
It was reported that surgical time was extended 1 hour because the implant would not fit the prepared bone.

Manufacturer narrative:
The returned legion stem and offset coupler were examined visually and dimensionally. The purpose of this investigation was to determine the cause for the stem not fitting into the prepared bone of the patient. No destructive testing was carried out. The as-received components were photographed. The offset coupler had impact damage near the taper. The stem had damage in various areas of the distal fluted region. The fluted region also had a degree of inward deformation of approximately 0.78mm. The damage seen on the coupler and fluted region may have been caused during the removal of the coupler/stem construct from the implant. The critical dimensions of the stem and offset coupler were checked against the required print specifications. All measured dimensions were found to within specification. The cause of the stem not fitting into the prepared bone was not evident based upon the information that was present during this investigation.